Event description:
Customer IV team rns stated when they draw blood from the line, the connector leaks blood out from the top and is quite messy. Nurses flush line with saline prior to drawing blood. This customer is new to this product. There was no patient harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded.